Event description:
On (B)(6) 2023 : unit (B)(6) was returned to integrum with a report form stating that the axor ii has detached from the abutment several times while walking. No fall or injuries to the patient. A video of the patient donning the axor ii was also provided, showing an insufficient attachment of the axor and an incorrect donning procedure not in alignment with the IFU. On (B)(6) 2023 : technical investigation of unit (B)(6) performed. During the investigation, a test abutment could be pulled out from the axor ii; a stable connection could not be achieved. It was also noted that the clamps were placed in an incorrect sequence. Manufacturing investigation performed; no deviations were found - according to the batch documentation the clamp sequence was according to specification when released. It cannot be concluded if the clamps were incorrectly assembled prior to the incidents with the axor ii detaching, or during cleaning by the cpo when preparing to send the axor to integrum for investigation. During the service, the sequence of the clamps was corrected and the unit was cleaned. The device was functionally tested according to specification with approved results. The conclusion from the investigation is that the most likely root cause to the axor ii detaching from the abutment is use error (incorrect donning), which may have been aggravated by incorrect clamp sequence. The unit will be returned to the customer with a feedback report highlighting the importance of attaching the axor ii according to the IFU and that the axor ii should not be used if a stable connection cannot be achieved, as stated in the IFU. In addition, the cpo will be instructed to follow "axor ii top components inspection instruction" when cleaning the device.